Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 91.8 mg/dl. The customer reported having air bubbles in the reservoir of the insulin pump. The customer was currently using a reservoir that was working fine. No additional information was provided.